Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be complaint with 21 cfr part 803 and out of an abundance of caution. The office has not returned the material for testing and it was the assistant's opinion that the cause of the debonding was user error. Only one of the two dentists in the office experienced bond failure when using (B)(4).

Event description:
Imp ref 1925223-2013-00153.